Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h4, h6 one g7 ball hex drvr for insr hndl item# 010002736 lot# 360877, one g7 str modular shell inserter item# 110003451 lot# 564890, and one g7 pps ltd acet shell 50d item# 010000662 lot# 7716039 were returned and evaluated. Upon visual inspection the inserter and the shell were stuck together and could not be separated. There is no visible damage to the shell. The inserter has impact marks on the strike plate, damage to the handle and junction location, along with scuffing on the shaft. Due to the devices not being separated no further analysis could be completed on the threads. The driver shows wear on the handle and a mark on the shaft. The device has fractured below the hex tip of the device. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The event is confirmed via returned product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 010002736, item name: g7 ball hex drvr for insr hndl, lot # 360877, 010000662 item name: g7 pps ltd acet shell50d, lot # 7716039. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the cup was cross threaded onto g7 impactor and the hex driver head broke when trying to unscrew cup from inserter. There is no additional information available at the time of this report.